Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. During functional there were no issues sighted and the device functioned as normal. Biomed will try to run a calibration a 2nd time and check that he entered parameters correctly. Cpc: (B)(4), system hours: 2613. Biomed requested a quote for 2000-hour service. Per additional information received, customer states that they had ordered the pump to repair the device. Once repaired the device will be returned to service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 1 (pre-warm bypass flow error). During functional there were no issues sighted and the device functioned as normal. They will try to run a calibration a second time and check that they entered parameters correctly. Circulation pump command (cpc) was 56 percentage. System hours were 2613. They requested a quote for 2000 hour service. Per biomed via phone on 18jul2024, customer states that they had ordered the pump to repair the device. Once repaired the device will be retuned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device failed calibration error 1 (pre-warm bypass flow error). During functional there were no issues sighted and the device functioned as normal. They will try to run a calibration a second time and check that they entered parameters correctly. Circulation pump command (cpc) was 56 percentage. System hours were 2613. They requested a quote for 2000 hour service. Per biomed via phone on 18jul2024, customer states that they had ordered the pump to repair the device. Once repaired the device will be retuned to service.